Manufacturer narrative:
Based on the info provided, it cannot be determined if the alleged skin damage is related to v.a.c. Therapy. Since the unit's serial number was not provided, kci cannot conduct a device eval of the unit.

Event description:
The following info was reported to kci by the kci (B)(6) rep: according to the case report provided, on (B)(6) 2011, postoperative limb amputation, v.a.c. Therapy was initiated. On 6 (B)(6) 2011, the pt's skin allegedly appeared damaged from the pressure of the t.r.a.c. Pad. On (B)(6) v.a.c. Therapy was discontinued. On (B)(6) 2011, a wound debridement was performed, and a skin graft was applied. On (B)(6)2011, the skin graft was observed to be successful, and the pt's condition improved.